Manufacturer narrative:
Device evaluation: the stent was positioned on the balloon between the marker bands as per specifications. Misalignment was evident to the 1st distal stent wraps with struts raised. Deformation was evident to the distal tip. The 0.015 inch mandrel would not load through the guidewire lumen due to hardened blood on the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a mildly tortuous and non-calcified lesion located in the mid ramus. There were no abnormalities reported in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that an attempt was made to pass the device distal to a previously deployed stent and stent deformation occurred in vivo. No patient injury reported.